Event description:
Patient had scribner shunt. Lab tech found patient unresponsive in bed with blood in bed and on floor. Code 99 called but unsuccessful. User facility suspects patient tampered with "t" connector. The device had been temporarily removed from service pending its evaluationdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was destroyed/disposed of.